Event description:
A patient with a large atrial septal defect received a 20mm asd device implant succesfully. Since the defect was large, an attempt was made to place a second device (16mm asd); however, this device was too small and was removed. A third asd device (18mm) was placed; however, it was noted on fluoroscopy that this device had embolized to the left ventricle. Several attempts were made to snare and remove the device, but were unsuccessful. Surgery was performed to remove both the 20mm and 18mm devices and repair the defect.